Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding and not click. The customer's blood glucose value was unknown. Customer stated insulin pump shut down quickly. Customer performed self test and it was passed. Customer stated discoloration on insulin pump and scratches as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected missing segment/partial display anomalies noted. Device received with minor scratched lcd window.